Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a mild/grade 1 dysfunction occurred to a smiths medical deltec® port-a-cath®ii implantable access system. The patient was receiving arylsulfatase a for metachromatic leukodystrophy. Due to a recurrent dysfunction of the iddd, dosing was performed by lumbar puncture by physician; prolonging hospital stay. The device dysfunction was reported to resolve the following day and the patient was able to be discharged. There were no reported adverse patient effects.